Event description:
It has been reported that the system prompted the error that some geometry movements were not available. The system was restarted but the issue remained. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements are partially available. Upon functional testing, the fse, installed the amc triple drive of c-arc and reinstalled software on the specific drive and adjusted the movements it controls. As a proactive measure, the philips engineer replaced the ad7 height and prec.5k potmeter and adjusted the movements of the c-arc stand, and table height. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.